Event description:
It was reported that the area around the implantable neurostimulator (ins) felt warm to the touch, warmer than the rest of their body. The patient noted it may be because the bandages were still on. It was reviewed to monitor for signs and symptoms or infection: redness, swelling, pain at the site, and the patient understood. None of those were present at that time it only felt warm at the site. The device was implanted to address lumbar and leg pain associated with a l5 herniated disk and pinched nerve. A paddle lead was placed. The patient was sore and had some bruising present. The patient understood normal surgical pain versus new pain and signs of infection. They could feel stimulation from their butt down when sitting and when standing could feel it in the back and left leg. Only sometimes they felt it in their right leg, like when they coughed. Patient understood positional changes. They were on group a at amplitude of 1.10 volts. The patient was able to synch with the ins and adjust to a comfortable setting of 2.10 volts. The patient noted it took their pain away and it was working well. They were going to leave it at 2.10 volts. The patient asked if they put the programmer antenna over the lead site if it would damage the leads. Patient understood that there could be up to 7 groups programmed and up to 4 programs with each group. The patient was implanted the day prior to the report. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).